Manufacturer narrative:
Explant. No additional information provided by clinic. No indication of product malfunction based on investigation.

Event description:
Implant loss-elective removal, no specific reason provided by clinic.